Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 356 mg/dl and 132 mg/dl. Customer bolused insulin on her pump based upon the reading of 132 mg/dl. Customer started feeling shaky immediately and self-treated with a soda pop. Customer felt better about 30 minutes later and received readings of 190 mg/dl and 130 mg/dl on her aviva within 10 minutes. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.